Event description:
Additional information was received from a manufacturer representative. They spoke with pt on the telephone on (B)(6) 2022 . No actions were taken. Pt declined troubleshooting and calling the manufacturer's patient services. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 37791; product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
They called back on (B)(6) 2021 stating that they got the replacement part that we sent, and says this resolved their issue and were now able to get the battery charged all the way now, and said they also mailed the letter back to tell us this. The patient said they just wanted to update us that this fixed their issue.

Manufacturer narrative:
Concomitant medical products: product ID 37791 lot# serial# unknown. Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said the cause of charging longer was not determined. They called the patient (pt) 11/16 with no answer and 11/17 with no answer.the rep noted the issue was not resolved since they have called the pt multiple times to schedule a meeting but have not been able to speak with the pt. The rep stated they will continue trying to contact the pt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called today to discuss complaint pt has about charging the ins and that it is taking a total of 4 hrs for ins battery that is down 25%. Pt indicates that she is wanting a new ins battery but insurance is requesting documentation showing that ins is at eri/eos status before they will cover for new battery. Ts reviewed when clinician would be able to see eri message would be 6 months prior to eos which would be in 2026. Ts questioned what is driving this need for new ins. Rep thinks lit may be due to listening to other patients that have different systems that charge in shorter time frame. Ts reviewed the following with rep: review both pros/cons of all systems, need to reeducate patient on how recharge coupling affects charging time (low battery level = longer charging time). Ts stated to pull insr stats from insr to get better, in-depth picture of pt's last 6 charging sessions for education of how ins charges, how insr works and the information it can provide. Per rep, pt has some memory issues so that makes getting an accurate picture more difficult. Unable to do any troubleshooting as pt was not on phone with rep today. Ts will discuss this options with hcp and patient. There is no complaint of any therapy issues, therapy is good for her.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that for the past couple months the ins would not charge past 50%, then in a couple days the ins battery goes down to zero (no allegations about depletion rate). The patient said they generally charged about 2.5 hours and sometimes up to 4 hours and the ins battery only flashed up to 25-50%. General information about charge times based on coupling was reviewed and the patient confirmed obtaining full coupling. It was recommended to charge longer to fully charge the ins, then charge more frequently to avoid charging for long periods of time. The patient was not satisfied with this response and was upset with the recharge duration time with full coupling. A replacement recharger (insr) antenna was sent to the patient. No symptoms were reported.